Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for five pts. The pt samples were retested and the results were within the normal reference range. Only the first pt result was reported outside the lab. The customer held the other 4 pt results. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was not dispatched for this event. The bci field service engineer did not evaluate the device. A review of the quality control (qc) data and the system checks indicate that the instrument was within specifications prior to the event. Further investigation indicated that the results in question were tested from a reagent pack that was confirmed to have been previously loaded on another system. As stated in the access 2 operator's guide, reagent packs cannot be shared between two non-networked access systems. Customer error is the root cause for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.